Event description:
A nurse reported that metal particles were seen in a pt's eye after making the cataract incision with a metal knife. Additional info has been requested.

Manufacturer narrative:
Samples have not been received for eval. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to metal particles were found during DHR review and the product was release according to company acceptance criteria. Root cause is not determined. (B)(4).